Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed, and no issues or discrepancies were found, and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.

Event description:
Same case as: 2134265-2009-02203, 2134265-2009-02204. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 90-95% stenosed lesion being treated was located in the non-tortuous heavily calcified mid left anterior descending (lad) artery. The physician attempted to predilate the lesion with a 2.5x12mm maverick2 balloon, but the balloon ruptured when inflated to 9atm for 2 seconds. The physician felt the rupture was due to the heavily calcified lesion. A dissection was noted and a 2.50x12mm taxus express2 stent was inserted but would not cross the lesion. The stent delivery system was then removed and a 2.5x12mm quantum maverick balloon was then placed across the lesion and inflated to 20atm for 15 seconds. The balloon was removed and the 2.50x12mm taxus express, that did not cross previously, was then successfully deployed at the target site, a small dissection was still noted just distally to the deployed stent, so a 2.50x8mm taxus liberte stent was successfully deployed. No dissection was visible. This completed the intervention and the patient was later discharged with no further complications during or after procedure. No patient complications were reported. Patient status reported as "good".